Manufacturer narrative:
No complaint device or photo's provided. Lot number provided (070730). Our investigation was based on the event description and results from previous investigations. Our records indicate that this is the only complaint of this nature received for the given lot number. The missing components are due to operator error in the packing process. Conclusion: the device was out of specification. This will be brought to the attention of mfg team members. We are aware of other similar complaints. The occurrence rate is approx 0.03% worldwide for the last yr. We will continue to monitor all complaints for similar faults. No further investigation will be conducted on this complaint.

Event description:
A hosp reported that 4 units from a carton were missing the component that "connects to the nasa prongs". We believe that the missing component is the offset adapter. No pt consequence was reported.